Manufacturer narrative:
The pod involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction that may have contributed to the customer's high blood glucose levels. No specific failure mode was reported - we are unable to ascertain what device issue(s) the customer may have experienced that may have contributed to high bg readings. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to high bg levels. The user guide also suggests that the pt always carry extra supplies in case of an emergency.

Event description:
The customer's mother reported "three pod issues in four days," though no specific failure mode was noted. While at school, the customer experienced a high bg level in the 300 mg/dl range; the school nurse treated the high bg with a manual insulin injection. No product will be returned for eval. Note: a request was made for add'l info about the pod and pdm associated with this event; the update has not been rec'd to date. Should new info become available, a f/u report will be submitted at that time.